Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate stimulation coverage despite reprogramming done due to high impedances in the leads. It was also noted that the leads were kinked in the pocket. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage despite reprogramming done due to high impedances in the leads. It was also noted that the leads were kinked in the pocket. The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the clik anchor was also removed during the procedure.

Manufacturer narrative:
The returned lead was analyzed, and it was reported that the lead was cut during the explant procedure. However, ten wires were fractured at the clik site, about twenty-two point five centimeters from the distal end. Sc-2317-70. Sn: (B)(6). The returned lead was analyzed, and it was reported that the lead was cut during the explant procedure. However, ten wires were fractured at the clik site, about twenty-two point five centimeters from the distal end. Product family: scs-lead fixation. Upn:sm365sc43180. Model: sc-4318. Batch: 25329437. The returned clik anchor was analyzed and passed the functional tests and revealed normal device characteristics.